Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a loss of capture that resulted in the patient experiencing symptoms of bradycardia. Additionally, high capture thresholds with low and high out of range pace impedance measurements were noted. Technical services (ts) was consulted by the local field representative as the anomalies occurred shortly after the system was implanted. Ts noted that while in unipolar mode, the system experienced an increase in threshold measurements and a loss of capture occurred, with the patient experiencing symptoms of bradycardia. Ts further noted that while in bipolar mode, the pace impedance measurements went out of range both low and high, with an increase in threshold measurements and a loss of capture occurred. The field representative contacted the physician and opted to revise the lead. The system was programmed to bipolar mode after revision due to the capture threshold and other measurements being within normal limits. No additional adverse patient effects were reported. This rv lead remains in service.